Event description:
Cnas transferring resident from bed to chair. Lift legs were open and in locked position under bed while resident was up in lift sling. As cna pulled lift away from bed, open legs of lift caught on the frame of the bed causing the legs to close which caused the lift to tilt slightly. At this point, the resident was low enough and close enough to the bed that his body caught on the mattress as the lift tilted. This released the downward tension the weight of his body naturally placed on the lift pad causing the opening on the right side of the lift pad to widen allowing the resident to slide out of the sling. Event resulted in the resident having a fractured right arm, right hip and left hip. Resident sent to hospital. Dept of community based services came in and investigated, stating findings that the lift malfunctioned.